Event description:
During a cardiac catheterization, a 5-french infiniti pigtail diagnostic catheter broke and an approx 1.5cm section dislodged in the (reia) right external lliac artery. The fragment was removed under anesthesia by inserting an 11-french sheath and a dotter retrieval device. An angiogram performed after removing the catheter fragment revealed a small dissection in the reia. The dissected section was left untreated and will be re-evaluated in four weeks.